Event description:
The customer reported that the system's hard drive needed to be replaced as images were being displaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.